Event description:
Patient undergoing a cardiac catheterization and a portion of the guide wire broke off in the patient and required surgical retrieval.====================== manufacturer response for prowater 180cm guide wire, asahi ptca guide wire======================manufacturer was advised of the process to secure the device for testing.